Event description:
This is a non-us event. This occurred in china. Consumer reported with a tampon the string could not be used to pull the tampon out after use. Medical was consulted. No additional information was provided.

Manufacturer narrative:
This is a non-us report that occurred in china. The product involved is not sold in the us; however, it is similar to the u by kotex click tampons with 510k number k172118. Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.